Event description:
It was reported by service report that the rubber was off of the head left caster; brakes could not be fully engaged. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.